Event description:
It was reported the patient experienced shocking in his head. The patient had a procedure on (B)(6) 2013, to have his battery and extension replaced and to explore the lead/extension connector site. The patient's device impedances were checked prior to the procedure. The patient reported "bad tingling" in his hands during the test but the impedance readings were reported to be "normal." During the procedure, it was reported one of the leads was frayed, the internal wiring was exposed and the distal contact was black for an unknown reason. It was reported the lead was reattached to the extension temporarily until the lead could be replaced. Following the procedure, the impedances were reported to be "normal and within range." On (B)(6) 2013, it was reported the lead was removed and replaced. It was also reported the patient had no injury and recovered without sequela. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# l55614, implanted: (B)(6) 1999, explanted :(B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot #l55614) found that the outer insulation of the lead was breached esc. Cosmetic esc on the outer insulation was observed throughout the body of the lead. The insulation was cracked and breached in multiple areas. It cannot be determined if the breached esc was the cause of the shocking complaint listed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.